Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by the sales rep that during a sleeve gastrectomy procedure, the surgeon noticed ¿oozy¿ bleeding - by his estimate he had approximately 25cc of blood loss. Post-op of the procedure, the hct went from 40 to 30 to 27 to 25. The surgeon went back in two days post op and noticed a hematoma which he drained (approximately 500-1000cc). It was unclear where the actual bleed was. Per the surgeon it was probably a short gastric and likely venous as it stopped on its own. The clot was in the lesser sac area along the staple line and bordered laterally by the spleen and gastrocolic ligament. Impossible to know the exact source. He took patient back not because of ongoing bleed (which had stabilized and stopped) but to evacuate a hematoma away from the staple line to avoid the risk of secondary complication of a leak due to a theoretical infected hematoma as bacteria potentially in area due to transection of stomach. It was never infected. The surgeon did not notice any staple line bleeding during re-operation. The stapling device used during the initial sleeve gastrectomy procedure was a plee60a and the lot/batch is unknown as the device was discarded (as no issue occurred during the initial procedure). Patient is doing fine as of last contact and is recovering.